Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. When finishing the platelets, first an alarm that the clamps were not closed but they were closed. Then an alarm, when adding pas, that no fluid was detected but it was open. Shortly after that rbc detected in the line and stopped immediately. Donor unit ID #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a used trima accel disposable set containing blood throughout was received for investigation. Rbcs were noted in the plasma pump header tubing. The set was returned with a bag of pas attached and the platelet bags were not returned. The mini pinch clamps were assembled correctly and were fully occluding their respective tubing. No kinks, leaks, missing parts or mis-assemblies were identified. No clumping or clotting was observed. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the trima machine operated as intended by flagging the product to verify wbcs. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. When finishing the platelets, first an alarm that the clamps were not closed but they were closed. Then an alarm, when adding pas, that no fluid was detected but it was open. Shortly after that rbc detected in the line and stopped immediately. Donor unit ID #: (B)(4) there was not a transfusion recipient or patient involved at the time of the residual wbc testing; therefore, no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a used trima accel disposable set containing blood throughout was received for investigation. Rbcs were noted in the plasma pump header tubing. The set was returned with a bag of pas attached and the platelet bags were not returned. The mini pinch clamps were assembled correctly and were fully occluding their respective tubing. No kinks, leaks, missing parts or mis-assemblies were identified. No clumping or clotting was observed. Investigation is in process, a follow-up report will be provided,